Event description:
Info rec'd from manufacturer representative indicates a pt underwent removal of an ins device due to a return of symptoms and an inability of the device to retain program settings. The pt's exact symptoms and diagnosis were not reported. The pt was treated with oral medication (madopar) to control the symptoms. The device was unable to retain programmed settings. The device was explanted 2006, after 33 months implant duration and returned to the manufacturer for analysis for suspected bond wire breakage.

Manufacturer narrative:
H6: final device analysis results reveal - bond wire (s) broken. This device is part of the affected serial number range for the kinetra broken wire bond recall.